Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the button of the insulin pump was less responsive. Customer¿s blood glucose level was unknown. Insulin pump was slower during rewinding. Buttons were harder to press. Insulin pump took longer time to turn on after battery change. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.